Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct the information in section d2. The initial MDR submitted inadvertently had the incorrect common device name for the product involved.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to correct section d3.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. 1. Visual inspection of the actual sample: 1.1. Length of the fragment: approximately 155 mm. Length of the main body of the actual sample: approximately 1345 mm. Total length: approximately 1500 mm. Since the length of a normal product is 1500 mm, it was thought that no portion was missing from the actual sample. 1.2. Magnifying inspection of the actual sample: the wire was exposed at the fracture site of the fragment. The outer layer at the fracture site of the main body had been elongated. No anomaly such as a scratch was found in other sections. 1.3. Electron microscopic inspection of the actual sample: wrinkles were found on the outer layer at the fracture site of both the fragment and the main body. A scratch was found on the outer layer at the fracture site of the main body. A torn-off shape was observed on the fracture site of both the fragment and the main body. 1.4. Dimensions: outer diameter (undamaged area near the fracture): it was within the factory's specifications. No anomaly was found. 1.5. The outer layer was removed, and the fracture of the core wire was subjected to an electron microscopic inspection. For the core wire of both portions, the fracture end was flat and the side was not tapered. For the core wire of both portion, radial patterns were found on the fracture surface. 2. History investigation of the product with the involved product code/lot number: no anomaly was found in the manufacturing history record and the product inspection record. There have been no similar complaints reported from other facilities. 3. Past simulation test: the following simulation tests were conducted in the past based on our experience and knowledge on the guidewire fracture. We have been aware that there was regularity in the condition of wire depending on the mechanism leading to the fracture. When continuous torque force was applied in the same direction while the guidewire was curved, the fracture end of core wire became flat, no tapering was observed on the side, and radial pattern was generated on the fracture surface. From this, the state of the actual sample was considered to be similar to this state. When continuous torque force was applied in the same direction while the guidewire was straight, spiral pattern starting from the center was generated on the fracture surface. The state of the actual sample was considered different from this state. When repetitive bending force was applied while the distal end was trapped, the fracture end of core wire became flat, no tapering was observed on the side, and a dimple pattern (a hole - like pattern) was generated on the fracture surface. The state of the actual sample was considered different from this state. When tensile force was applied while the distal end is trapped, the side of fracture end became tapered. The state of the actual sample was considered different from this state. When tensile force was applied while the distal end was trapped and the shaft was looped, the side of fracture end became curved and tapered. Roughness was observed on the fracture surface. This state was considered different from that of the actual sample. 4. Cause of occurrence/conclusion: from the investigation results, as one of possibilities in this case, it was inferred that the actual sample was exposed to consecutive torque force while kept curved, which resulted in the fracture of core wire due to metal fatigue. Subsequently, the actual sample was exposed to pulling and torque force, which resulted in the tear in the outer layer leading to complete separation of the distal portion. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and / or location seems improper, stop manipulating the glidewire and / or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that they had a case for a dialysis patient requiring long-term indwelling catheter in the nephrology department, in order to unclog the clogging catheter that had been possibly caused due to continued dialysis, though it was off-label use, three radifocus guidewires were inserted. (The actual sample was one of these three guidewires). One of the three guidewires was fractured during the procedure. A cardiologist was called, and the fragment was retrieved with a snare through inguinal puncture with no problem. The procedure outcome was not reported. No fractured piece remained in the patient's body since it was retrieved.